Event description:
The unit did not alarm during a pt disconnect. During customer contact, it was clarified that the unit was not functioning properly after being set up for pt use. Then, when the rt was troubleshooting, he simulated both high pressure and disconnect conditions and the unit would not alarm as specified. The unit was not on a pt when this malfunction occurred. The pt was put on a back up vent for the night. There was no pt harm. A repair eval was performed and the customer's complaint was confirmed. It was discovered that the wire harness assembly was making a loose connection to the alarm component causing the alarm to operate intermittently. The wire assembly was replaced to correct the problem. The alarm component was replaced per the techncian's discretion. There was no pt harm. No further action planned at this time.